Event description:
It was reported that the device was returned for preventative maintenance and was found to have a damaged comb, damaged roll, a missing ce mark, and a discolored stabilizer foots. There was no harm or injury as there was no patient involvement. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted. Event occurred in belgium.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the device passed the sample mesh test - the comb was damaged and the bottom roll and foot pads were discolored. The comb, bottom roll, and footpads were replaced. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.